Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(4) - wire balled up in lower back, slipped down, boston scientific complaint]: information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient's first implant with medtronic lasted 6 weeks instead of 6 months and patient didn't think they were going to run it that high. First implant was removed then second implant was put in.